Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient said fluid was discovered during treatment complete. In a follow up, the patient verified the fluid leak and said it dripped from cycler onto the table. The patient didn't know from what part of the cycler it came from. There was no harm, intervention or adverse event associated with the leak. The patient did manual treatments until a new cycler arrived. The cycler set is not available to return.